Event description:
Complainant alleged that during the set-up of the device prior to being used on a pt, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.